Event description:
It was reported that there was particulate in the balloon of a small volume intermate device. The device was reportedly compounded with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014-december 17, 2014. The evaluation of the returned device is complete. Visual inspection revealed a white particle, approximately 0.25 square mm in size, floating in the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.